Event description:
Libre 3 plus sensors failed causing false lows, emergency lows. 2 in a row. Customer service has been contacted with no results except a replacement and apology. People are going to continue miss treat themselves causing harm or even death if not stopped or corrected. Patient code: 4582. Device code: 2460. Reference report# mw5183285.